Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during hepatectomy surgery, when severing liver tissue on the first firing, after fired, noted some staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.